Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for lock line resistance and a break. It was reported that on (B)(6) 2022, a patient presented with grade 3-4 functional mitral regurgitation (mr). During the deployment process with an ntw clip, there was an increased amount of force required to retract the lock line, but it was able to be retracted. The lock line was half the length, and the end was damaged. The clip was deployed without any issues. The cds was retracted, and when it was removed from the guide, the other damaged end of the lock line was observed coming out of the introducer. The lock line had ruptured. After further inspection, the lock line was stuck at the radiopaque ring. The procedure was finished without any further issues, and the mr was reduced to <1. The patient was stable. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported break on the lock line, material deformation (wrinkle) on the lock line and mechanical jam of inability to remove the lock line were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported mechanical jam of inability to remove lock line and subsequent broken lock line appear to be related to the reported material deformation (wrinkled) on the lock line. However, a cause for the reported wrinkled on the lock line cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.medical device problem code 4012 was removed. Medical device problem code 1528 was removed. Medical device problem code 2976 was removed

Event description:
N/a